Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device analysis summary: visual analysis of the returned device noted no defect was observed. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported the event of one syringe of juvéderm vollure¿ xc had ¿the needle popped off while injecting.¿ patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.